Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain, failed back surgery syndrome, and spinal pain indications. It was reported that the patient states her ins location is bothering her as it rubs on her pant line. The patient is skinny and also has lost weight. Patient had a pocket revision on (B)(6) 2022 (ins moved caudally). Ins was prophylactically replaced with a smaller ins at the time of pocket revision. The issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.